Event description:
On (B)(6) 2011, the patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter display had a contrast issue. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the product issue began at an unknown date and time in 2010. The patient stated that she manages her diabetes with oral medications that are dosed according to her glucose value. The patient advised that on an unknown date and evening time in 2010, she took her blood glucose using the subject meter and obtained a value of 54mg/dl, but the patient claims she misread it as 94mg/dl. She took her oral medication instead of skipping as directed if her reading is low. The patient stated that 2 hours after the start of the issue, she developed a headache and was sweaty. The patient claimed that she needed assistance from her partner who provided orange juice as treatment received due to the product issue. The patient reported that she felt better after the issue. During troubleshooting, the lfs customer care advocate (cca )confirmed the issue and noted that misuse was not a factor. Replacement products were sent to the patient. There is indication that the product caused or contributed to an adverse event. This complaint is being reported because the patient reportedly received assistance for treatment for complications of diabetes while using the subject meter. In addition, the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Follow-up # 1 (12/09/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.